Manufacturer narrative:
The subject device (ultrapulse duo) has been at the user facility since july 2017. The device is considered a demo unit, and requires a lumenis employee to be present during any procedure and to operate the subject device. A lumenis representative was present and operating the device during the reported event. Lumenis contacted the user facility and the lumenis representative to investigate the reported event. An incident report had been provided. The lumenis representative at the site during the event had informed that the case had started using a fiber delivery. A few minutes into the case the fiber stopped working and was not delivering any energy to the tissue. The lumenis representative suggested getting a fiber stripper to renew the end of the fiber, but the stripper was not in the room nor sterile. The lumenis representative then suggested a second fiber and also rebooted the laser in the event of a fiber recognition issue. Once rebooted, the fiber was attached and the settings were entered. When the doctor went to try the laser, a a bystander said he was contacted by the laser energy. The lumenis representative put the laser in standby and noticed that the light indicator for 'free beam' (arm port) was illuminated. The lumenis representative pressed the fiber port button and the activation light moved to fiber and the laser operated as the laser energy was delivered as intended through the correct port. The procedure was successfully completed using the same device. A lumenis engineer and technical expert evaluated the subject device, and was unable to duplicate the reported issue. The engineer tested the laser's port selection and found the display and port lights to always be aligned with the port selected. The engineer verified calibration was within manufacturer specs, and verified proper alignment and system operation. Laser system malfunction is not the suspected root cause of the event reported. Based on the information above, the most probable root cause of the event was a user error. As the severity of the burns was not confirmed, lumenis cannot rule out that a serious injury had occurred. As the topical cream used to treat the burn had been unspecified, lumenis cannot rule out that medical intervention was required to preclude serious injury. In an abundance of caution, lumenis is reporting this as an adverse event.

Event description:
A user facility reported that during an ovarian cyst procedure in which a lumenis ultrapulse duo was being utilized, the laser energy had fired out the arm port rather than the fiber port which had allegedly been selected. The 'misfire' subsequently hit a bystander, leaving a small burn. It was reported that the burn was treated by treatment of applying an unspecified 'topical cream', and two weeks after the incident the bystander had reported that "the small burn had started to scab and all was good". The bystander is not expected to sustain any type of permanent damage as a result of the injury. The patient's procedure had been completed using the same device with no report of patient injury.